Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The 70% stenosed target lesion was located in mildly tortuous and severely calcified mid left anterior descending artery. After pre-dilation, a 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was encountered during advancing and the stent was frayed. The device was removed and the procedure was completed with another same size stent 2.25 x 16. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. Struts were found to be lifted from their crimped position and bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The 70% stenosed target lesion was located in mildly tortuous and severely calcified mid left anterior descending artery. After pre-dilation, a 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was encountered during advancing and the stent was frayed. The device was removed and the procedure was completed with another same size stent 2.25 x 16. There were no patient complications reported.